Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 06/05/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that it was received with the plunger rod partially advanced. A lens could be observed to be stuck in the cartridge tube. Viscoelastic could was observed to be distributed through the length of the cartridge. The lens could not be removed from the cartridge for evaluation and the cartridge tip was damaged in the attempt at removing the lens. Conclusion: the complaint issue "unplanned vitrectomy", "unspecified injury", and "removal and replacement" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) needed to be changed due to unplanned vitrectomy. The lens was removed and replaced during the same procedure.

Manufacturer narrative:
Section : a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: surgeon's email address not provided. Device evaluation: device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.